Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer generated elevated ca 125 ii results on a female oncology patient that had an ovarectomy. A ca 125 ii result of 88.7 u/ml was generated. The sample was then tested on the roche-elecsys analyzer with a result of 30 u/ml. The sample was run on another architect analyzer in another lab and a result of 66.2 and 64.5 u/ml were generated. One month later, a new sample was obtained (early 2009) and a ca 125 ii result of 178.9 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
Aberrant results. A field service representative (fsr) was dispatched to the customer site and verified the instrument performance. Additional information from the customer was received. The customer stated that they treated the patient sample with a hama heterophilic blocking tube. After performing the pre-treatment the ca 125 results generated were negative. The customer believed that the elevated results were caused by interference of hama heterophilic antibodies. The complaint analysis and trending system (cats) was reviewed and no adverse trends were identified in regards to inconsistent, erratic and aberrant results. The architect system operations manual was reviewed and was found to contain adequate information about troubleshooting for erratic results. The architect ca 125 ii assay package insert was also reviewed and found to adequately address the issue. Hama interference is addressed in the assay package insert. No deficiency / malfunction was identified. This is the final report.